Event description:
Patient presented to the physician with wound dehiscence at the neck incision site, exposing the stimulation lead and exhibiting drainage. On examination, the source of the issue was likely due to an ingrown hair that started at the site. Due to concerns of potential infection, the physician prescribed antibiotics and instructed the patient to keep the wound covered with an adhesive dressing. Physician will re-evaluate following completion of the antibiotics.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, removed scar tissue, tucked the stimulation lead, re-sutured, irrigated the area with antibiotic solution, and closed. Postoperative antibiotics were prescribed. Patient returned for a one-week follow-up, and upon examination, an abscess at the neck incision was noted with redness, mild drainage, and pain. Symptoms were noted to be improving.

Event description:
Patient presented back to the physician with a persistent abscess at the neck incision site. Physician brought the patient into the or, removed the entire inspire system, irrigated both the neck and chest pockets with antibiotic solution, and closed. The patient will continue the previously prescribed course of antibiotics postoperatively.